Event description:
Elderly female with history of hypertension and recent chest pain. Procedure: left heart catheterization. The synergy stent was bent/broken in the middle when removed from the box. Stent not used on patient. Manufacturer response for coronary drug-eluting stent, synergy xd (per site reporter). Will obtain.